Event description:
Caller alleged discrepant results. Results as follows: pt self tester obtained "lo" 2x last night. Pt end ed up self-dosing (extra 2.5mg) because she though her inr was low due to "lo" reading. Technical service followed up with pt on (B)(6) 2013: pt did not test again until she rec'd new strips on (B)(6) 2013: inratio=2.7.

Manufacturer narrative:
(B)(4) error occur when there is not enough sample applied to the test strip channel is blocked. These can be caused by multiple issues, including improper storage, technique issues, and sample interference. The customer observed the "lo" error message on the screen after testing was performed. Be advised that the word "lo" will appear in place of an inr result. This message does not imply that a low inr value was measured. When inr result is measured, the discrete inr value will always be displayed on the screen. The "lo" error message w/o an inr result is designed to be a failsafe error to prevent the reporting of erroneous results. Since the product associated with the complaint is not expected to return, product support was unable to perform further investigation and a root cause could not be determined. (B)(4). Due to this low occurrence rate, below the action threshold of >0.10%, corrective action is not required.